Event description:
Initial information was received from a physician via a company representative on 02-aug-2010: a female received poly-l-lactic acid (sculptra) injections from a different physician and experienced a possible "granuloma reaction." The patient has multiple granulomas throughout both cheeks and along the jaw line. The reporting physician did not give the patient poly-l-lactic acid injections and, therefore, did not have any further information. He contacted the company to inquire about a possible treatment option for this patient. No medical history or concomitant medications were reported. No further relevant information was reported.

Manufacturer narrative:
Important medical event.